Manufacturer narrative:
Investigation summary: the event unit, without the tissue bag, was returned for evaluation with the actuator fully deployed and only partial of the cord loop was attached to the device. Upon inspection, engineering observed no damages or defects on disassembled parts. The root cause of the incident remains unknown as engineering was unable to replicate the customer's experience. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical grasper." All inzii® retrieval systems undergo 100% visual inspection during the manufacturing and assembly process. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance systems for trends and take appropriate actions as necessary to ensure the performance and safety of the products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - "fell apart when deployed inside patient abdomen." Patient status - not affected.